Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
This was reported as a venotomy closure of the right common femoral vein using a proglide device via an 8f sheath hole after an electrophysiology procedure. Reportedly, the suture was absent when the plunger was removed. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D09, h3 - it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation.

Manufacturer narrative:
The device was returned for analysis. The failure to cycle was confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. In this case, a posterior to needle to cuff miss occurred. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9 device available for evaluation updated from no to yes. H3 device evaluated by mfg? Updated from no to yes. H6 component code 4755 updated to code 562; type of investigation code 4114 updated to code 10. H11 additional mfg narrative: revised.